Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 24 x 2.75 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, upon insertion of the device over the guide wire, the physician felt uncomfortable and upon inspection, it was noted that the stent struts were lifted up. The procedure was completed with 2.75mm non-bsc stent. No patient complications nor injuries were reported.